Event description:
Total articular resurfacing arthroplasty hip done in 1987 for djd. 12/93, pt noticed grating sensation on hip and increased discomfort. X-ray shows evidence of hdpe liner wear down to "metal-on-metal." Revision surgery reveals hdpe liner worn through, fracture of titanium acetabular shell, and evidence of extensive titanium debris within joint and adjacent structures.